Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony led 585 surgical lighting system and identified rust and paint chipping on the yoke cover. The lighting system was installed in 2012 making it approximately 9 years old and is not under steris service agreement. The user facility is responsible for all maintenance activities. Based on the technician's inspection, the reported event is attributed to improper cleaning techniques by user facility personnel subsequently causing the rust and paint chipping to occur over time. The harmony led 585 surgical lighting system operator manual states (6-1), "caution: possible equipment damage hazard: always follow manufacturer instructions for concentrations and use of cleaning products." The operator manual further states (6-1), "caution: possible equipment damage hazard: do not spray any cleaning product directly onto the lighthead, modem chassis, or any system components. Dampen a soft cloth with the cleaning solution and wring out the excess moisture." The technician replaced the yoke cover, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. A steris account manager performed in-service training on the proper cleaning techniques for the harmony led 585 surgical lighting system. No additional issues have been reported.

Event description:
The user facility reported that during set up for a procedure a piece of paint fell from their harmony led 585 surgical lighting system onto the patient. The sterile field was re-established resulting in a procedure delay. The procedure was completed successfully. No report of injury.